Event description:
New needles. Needle would not retract being used for bronchoscopy. Two separate events (two needles) involving issue with needle retraction. Needles were put through scope and in one case the needle would not retract and damaged the scope. Needles are being returned to the MFR's rep. On (B)(6) 2019, olympus needle was being used in ultrasound bronchoscope. The needle would not retract. The scope was damaged during the event. No pt harm noted. On (B)(6) 2019, olympus needle was being used for bronchoscopy. Issues with ability for needle retraction. Both needles were retained and will be returned to the MFR.